Event description:
Customer reported minimum fill issue, but call dropped while attempting to begin troubleshooting. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.